Event description:
It is reported that the lower gun trigger was loose and does not return to the stop position. The event occurred prior to surgery, there was no pt harm or delay reported, and the surgery was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.